Event description:
It was observed during the device inspection, that the nozzle of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 29 sep 2024. This is not a late report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the nozzle, on the adhesive of the bending section cover, and the bending section cover, but the type of the material or definitive root cause cannot be determined. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
In addition to the foreign material in the nozzle reported in the initial b5, foreign material was also found on the adhesive of the bending section cover and the bending section itself.